Manufacturer narrative:
Per regulation (EU) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore, the information is not provided. Telephone number: (B)(6). The iol is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had problems after synergy implantation in the right eye, the patient sees "steps/drops". The patient feels permanently impaired and daily activities are significantly affected. No interventions (incision enlargement, vitrectomy, stitches, medication) were required and no further information was provided.

Manufacturer narrative:
Additional information: through follow-up, it was learned that the patient experienced double images in the near distance in the right eye more than the left eye. Reading is completely poor. Recognizing street signs in the distance in the car is then poor. Small numbers cannot be recognized because of double contours. Spherical aberration is low (more so in the left eye than the right eye). The intraocular lens look a little bit decentered. Pre operative objective refraction measurements taken of the right eye on (B)(6) 2021 right eye show that the visual acuity was 0.9 in the distance (with glasses). Glasses prescription was -3.75 cyl -1.0 angle 90°, add +1.25, intraocular pressure 15. Pre operative measurements taken on (B)(6) 2021 show an axial length for the right eye of 26.75mm. Visual acuity without correction taken on (B)(6) 2021 was od 0.8 in the distance, 0.63 in the intermediate distance and in the near distance 0.8. The patient had a yag (yttrium-aluminum-garnet) laser surgery on (B)(6) 2021. Post operative measurements taken on (B)(6) 2022 show an axial length for the right eye of 26.60mm. Visual acuity with correction taken on (B)(6) 2022 was 0.9 in the distance for the right eye. Post operative objective refraction on the right eye taken (B)(6) 2021-0.25, -0.50, 82 vision 0.8 for the right eye, subjective refraction right eye +0.50, +0.00, 0 vision 1.0. Further information was provided and the serial number, model number, implant date of the device was provided along with the gender and date of birth of the patient. Therefore, the following fields that were previously reported as unknown have now been updated accordingly. No further information was provided. The following sections have been updated accordingly: section a2: age/date of birth: on (B)(6) 1967. Section a3: sex/gender: male. Section b1: product problem. Section b2: required intervention to prevent permanent impairment/damage (devices). Section d1: brand name: tecnis iol. Section d2: common device name: intraocular lens. Section d3: device product code: hql. Section d4: model number: dfr00v. Section d4: catalog number: dfr00vi145. Section d4: serial number: (B)(6). Section d4: expiration date: 08-sep-2023. Section d4: UDI number: (B)(4). Section d6a: if implanted, give date: on (B)(6) 2021. Section g4: PMA/510(k)#: p980040. Section h4: device manufacture date: 08-sep-2020. Section h6: health effect - clinical code 4581 device decentered or dislocated or tilted subluxated or wrong position. Section h6: health effect - clinical code 2138 - diplopia. Section h6: health effect - clinical code 2137 - blurred vision. Section h6: health effect - impact code 4625 - yag: surgical intervention. Medical device problem code: 2923: instability of device after implantation. Note: a separate report will be filed for the patient's left eye. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.